Event description:
It was reported that during follow-up, non-sustained lead noise due to suspected oversensing of myopotentials was observed on stored records. The device was reprogrammed. The patient was in good condition.